Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.